Event description:
It was reported that after a procedure, when trying to remove the blade from the handpiece, the blade broke. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned.